Event description:
As part of ameda, inc's quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On 03/25/2014 to report the purely yours breast pump she has been using does not respond when she turns the suction dial up to increase suction. She also states the pump is sounding unusual. Customer attempted to troubleshoot the pump on her own. She received an electrical shock when conducting one of the motor tests. Customer states it was more painful than a static electricity shock but denies serious injury, burn or property damage.

Manufacturer narrative:
None of the returned pump parts displayed evidence of malfunction or a thermal event. No charring, melting or burn marks were observed. All parts functioned within specifications.